Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited collapsed distal end light section. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:: g3, g6, h2. H3. H6. H11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image quality is poor and insufficient light. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the collapsed scope distal end and distal end light section was caused by a component failure of the rigid tube and a component failure the light guide bundle respectively. The image quality is poor due to the rigid tube, and the insufficient light is due to a component failure the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.